Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer that the bur tip was broken off of the bur and missing. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.